Manufacturer narrative:
(B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during the rectum procedure, after fired, noted the staples malformed. Changed another two to continue the surgery, the same problem happened again. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.